Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00085. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a "windshield wiper" (air/water nozzle) that was not working properly. The issue occurred during a therapeutic colonoscopy procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The investigation findings clearly confirm that there was no problem with the device. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.